Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a discrepant false positive accutni result on one patient and discrepant ckmb result on another patient generated by the access 2 immunoassay analyzer. The elevated results were not reported out of the laboratory. The samples, accutni and ckmb, were repeated and normal results were obtained for both. Dates of events and/or data are not available. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples were serum customer did not report any system performance issues to bci. Service was offered; however, the customer declined. No additional information is available. No clear root cause can be determined from this event.